Event description:
Info received indicates the brakes does not hold.

Manufacturer narrative:
The tech isolated the issue to worn casters and bent brake linkage. The tech replaced the four casters and the brake linkage to repair the stretcher.